Event description:
It was reported that the control module displayed an unknown green cable error during initialization. They stated that it was noticed that the insulation was pulling apart where the green cable attached to the lemo connector. They lifted the green cable and held it in place in which it completed the initialization. They continued to hold cable and the case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.